Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr on (B)(6) 2018 where an attune primary implant was utilised. Patient has presented with anterior knee pain (very specific around the patella) bone scan shows areas of uptake under the resurfaced patella, indicating a possible loose patella. On opening the knee, the knee was found to be well balanced. The patella component was loose. It appeared to be "rocking". The patella component was removed. The patella bone remnant was still fairly think at around 20mm. The patella was cleaned and resected to a thickness of 15mm - a replacement anatomic patella size 41 was cemented in situ. The removed patella showed some signs of possible cracking/damage. On the medial edge. The patella tracked well.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that the patella loosened at the implant to cement interface. The patella had a small crack or damage on the medial edge. Also as per additional information, "it appeared to be rocking" means that if compressed on one side, it would lift on the other side - rocking on a high point in the middle - probably not compressed adequately or implanted too late when the cement was already going off a the time of index surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.